Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, mobility. Patient wore denture 24 hrs. Poor hygiene. Denture trauma.